Event description:
On 03/10: customer reports via fax; a (B) (6) female having CT of chest with contrast. Injector loaded with optiray 320, injection protocol of 2.5ml/sec for 72ml volume followed by saline flush. Route of administration: IV. Approx 15 to 20cc of saline was extravasated into the pt's right forearm. X-ray of right forearm revealed no contrast. Warm compresses were applied. Facility indicates unk pt outcome because, they do not track the pt outside the department. No other info made available by the facility staff.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation report, a medwatch 3500a supplemental report will be submitted.